Event description:
The capsular bag was reinflated with viscoelastic. A foldableacrylic lens was injected into the capsular bag and allowed to unfold.although there was no visible defects of the intraocular lens that werevisible when I examined the acrylic lens inside the injector for his eye,as the lens unfolded into the patient's eye I noticed a 2-3 mm area wherethe anterior surface of the intraocular lens had some opacification andhaziness present. To avoid any visual disturbances from this I decidedthat this specific intraocular lens should be removed. The lens was cutinto different pieces and removed through the main corneal incision site.after removing the intraocular lens, I noticed what appeared to be apossible posterior capsular opening. Therefore, to avoid any possibleextension, I put viscoelastic material into the ciliary sulcus (healon).next, I injected another tecnis intraocular lens power 21.0 diopters intothe ciliary sulcus. Next, optic capture was performed to get the opticportion inside the bag. All viscoelastic material above the lens was thenremoved. I repeated a check for any vitreous prolapse to the incision siteand none was noted. The lens appeared stable and well centered. Miocholwas injected to anterior chamber to achieve pupillary constriction. Theintraocular pressure was checked and was found to be within normal limits using a schiotz tonometer. Two drops of vigamox antibiotic drops were placed on his eye. The eyelid speculum, tapes, and drapes were allremoved.